Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error alarms. The customer also reported that the insulin pump alarmed replace battery now without prior low battery alert. The customer reported that they were experiencing high blood glucose as well. The customer's blood glucose was 258 mg/dl at the time of incident. The insulin pump will be returned for analysis.